Event description:
It was reported to gore that a pt underwent ventral hernia repair with gore dualmesh plus biomaterial and two days post operative developed pain and elevated wbcs. An exploratory laparotomy was performed and a collection of cloudy fluid was observed. The mesh was explanted and a wash out and hernia repair were performed. It was reported that cultures yielded negative results and the pt was doing much better the day following the procedure.

Manufacturer narrative:
The device was not returned; therefore, a direct product analysis could not be performed. Review of the mfg and sterilization records indicate that the device met all pre-release specs. The potential for such events is indicated in the device's instructions-for-use which state, "possible adverse reactions include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." All info has been made available for tracking and trending.